Event description:
Information was received indicating that the case to a smiths medical level 1® hotline® blood and fluid warmer was found cracked. It was reported that the crack was in the rear by the emptying tube. There were no reported adverse effects.